Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was used for rewarming after the patient received cardiac surgery operation, it passed 48 hours, then water level changed from 3 to 1 and alarm 113 (reduced water temperature control), 4 (water reservoir below minimum), 5 (water reservoir empty), 45 (ac power lost) occurred. Refilled about two littler of water. After that, the patient temperature and water temperature did not increase. Changed blanket type and rewarming was conducted. One way equipment was taken. The patient temperature was rewarmed. The patient temperature was decreased, so the hospital thought this was incident. Imi checked the device and found the water leak. Per follow up information received via mail on 12nov2024, the device would be sent to imi. The issue has not been resolved yet. Medical intervention was not done. As5000 was swapped to branket type meditherm.

Event description:
It was reported that the arctic sun device was used for rewarming after the patient received cardiac surgery operation, it passed 48 hours, then water level changed from 3 to 1 and alarm 113 (reduced water temperature control), 4 (water reservoir below minimum), 5 (water reservoir empty), 45 (ac power lost) occurred. Refilled about two littler of water. After that, the patient temperature and water temperature did not increase. Changed blanket type and rewarming was conducted. One way equipment was taken. The patient temperature was rewarmed. The patient temperature was decreased, so the hospital thought this was incident. Imi checked the device and found the water leak. Per follow up information received via mail on 12nov2024, the device would be sent to imi. The issue has not been resolved yet. Medical intervention was not done. As5000 was swapped to branket type meditherm.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-07180. Correction: e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.